Event description:
A report was received from a user facility in (B)(6) stating: "these cutters either did not cut properly or stop cutting in the middle of the surgery." There was no pt injury or report of permanent impairment reported related to the event.

Manufacturer narrative:
The device and add'l info has been requested but has not been received. Should the device or add'l info become available, a supplemental report will be submitted. The 1 of 2 reports.